Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during the 840 vent preventive maintenance the unit failed the sst leak test. The ventilator was not in use on a pt at the time the malfunction occurred. The covidien customer support engineer (cse) inspected the device and found that the oxygen (o2) sensor was broken. The cse replaced the oxygen sensor to correct the malfunction. The unit passed extended self-testing.